Event description:
It was reported that a patient underwent an aorta femoral bypass procedure on (B)(6) 2023 and suture was used. The product broke quickly in surgery. It broke with very little tension during anastomosis. The procedure was completed successfully. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify what is broken, suture or needle? The issue has occured on the suture and the products are not available for return since the products are discarded by the doctor/hospital. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2023-00867, and 2210968-2023-00869.